Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support or provide any further information.